Event description:
It was reported the patient is experiencing occasional stimulation at his ipg site. The patient stated the issue started following an injection on the opposite side of his ipg site. The sensation is intermittent and lasts for 1-2 seconds. An sjm representative met with the patient and lead diagnostics were normal. The patient has not lost stimulation or had any difficulties recharging and does not want to address the issue at this time.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.